Manufacturer narrative:
Gore is currently in the process of reviewing the manufacturing paperwork associated with the medical device in this event. Gore has also requested additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026 a 44 mm gore® cardioform asd occluder was selected to treat an atrial septal defect measuring 23 mm during balloon sizing. As the physician reportedly encountered placement difficulties, the device was repositioned due to its large size. It was reported that subsequently, pericardial effusion was identified. Towards the conclusion of the procedure however, it was noticed that the patient had developed a cardiac tamponade. To remedy the situation, a pigtail catheter was used to emergently drain the pericardial effusion and relieve the cardiac tamponade. The physician reportedly believes that he may have inadvertently punctured the aorta with the wire loop of the left disc's eyelet during repositioning. The patient was subsequently transferred to the intensive care unit. Reportedly, the patient's condition has improved in the meantime.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, medical device problem code: replaced a01 with a0101. Added a150203. H6, component code replaced g07003 with g04088. Added g04027. H6, type of investigation: added b20, b14, b11. Gore also considers selecting code b31 to indicate that instructions for use were reviewed.. Due to temporary program limitations, this code was not selected in the above table. H6, investigation findings: replaced c21 with c19. Added c23. Code c19 was used for the manufacturing paperwork review indicating the lot met all pre-release specifications. Code c23 was used for the inadvertent punctering of the patients aorta during the repositioning of the gore® cardioform asd occluder device. H6, investigation conclusions: replaced d16 with d15. Added d12. The device remains implanted. Therefore, an evaluation on the device could not be performed. No further information was received for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the septal occluders may include, but are not limited to: significant pleural or pericardial effusion requiring drainage, and pericardial tamponade.